Event description:
Facility verbally reported, "that the hansen connectors were not connected to the dialyzer when the treatment was initiated. The blood side of the dialyzer was rinsed. The dialyzer was on its fourth use. The strip test for residual sterilant was read negative by two rn's. The patient reported a burning at the needle site when the blood hit the dialyzer. There immediately was then no response from the patient. CPR was initiated and the patient was transported to the hospital. The patient expired approximately 5 days later after the family stopped dialysis. Products not available for examination.